Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a missing set screw. (B)(4).

Event description:
It was reported that there was low impedance on the right ventricular (rv) lead. The lead was capped and replaced. After implantation of new lead, the lead could not be fixed in the device header. The device was explanted and replaced. No patient complications have been reported as a result of this event.